Event description:
It was reported by a customer complaint that the pt was seen in the ER for an episode of hyperglycemia. Pt stated that they had been sick with nausea and vomiting since the previous day and did not have any oral intake. Pt described having much difficulty maintaining blood sugar target range either via insulin pump or manual injections. Pt agreed that their illness was likely the cause of elevated blood sugar, however pt requested pump replacement for peace of mind.